Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusions: no device related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and the reported inflow cannula obstruction could not be confirmed. (B)(4) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 30¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft hardware was returned attached to the outlet elbow; however, however, no graft material was returned. The sealed outflow graft bend relief and the bend relief collar were not returned. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU rev. B and the heartmate ii patient handbook rev. D are currently available. Section 5 ¿surgical procedures¿, outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5, under ¿preparing the ventricular apex site¿ warns, ¿take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction.¿ this section also instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae and address both as needed. Section 5, under ¿inserting the sealed inflow conduit¿, states: to insert the sealed inflow conduit: select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: no device related issues were identified through the evaluation of heartmate ii lvas and the reported inflow cannula obstruction could not be confirmed. The device was returned assembled with the driveline (dl) severed approximately 8¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 30¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft hardware was returned attached to the outlet elbow; however, however, no graft material was returned. The sealed outflow graft bend relief and the bend relief collar were not returned. Examination of the sealed inflow conduit revealed a thin, white/pink, tissue-like deposition along the entire proximal-edge of the inlet tube. This deposition was strongly adhered and did not appear to have obstructed blood flow during support. The textured, blood-contacting surface of the lumen of the inlet tube as well as the inlet elbow revealed no evidence of adhered or developed depositions or thrombus formations. The silicone sleeve over the inflow graft conduit was properly secured to the graft attachments and the inflow knitted graft was free of distortion. The interior of the inflow knitted graft revealed no evidence of adhered or developed depositions or thrombus formations. Upon disassembly of the device, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The device was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended.

Manufacturer narrative:
Mnaufacturer's investigation conclusion: no device related issues were identified through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The reported inflow cannula obstruction and blood clot could not be confirmed. (B)(6) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump nipple housing. The distal portion of the dl was returned in one segment measuring approximately 30¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft hardware was returned attached to the outlet elbow; however, no graft material was returned. The sealed outflow graft bend relief and the bend relief collar were not returned. Examination of the sealed inflow conduit revealed a thin, white/pink, tissue-like deposition, consistent with normal tissue ingrowth, along the entire proximal-edge of the inlet tube. This deposition was strongly adhered and did not appear to have obstructed blood flow during support. The textured, blood-contacting surface of the lumen of the inlet tube as well as the inlet elbow revealed no evidence of adhered or developed depositions or thrombus formations. The silicone sleeve over the inflow graft conduit was properly secured to the graft attachments and the inflow knitted graft was free of distortion. The interior of the inflow knitted graft revealed no evidence of adhered or developed depositions or thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The device was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for vad-62033 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also outlines indications of pump thrombosis and how to respond to such events. The IFU outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This document warns to take care to avoid orienting the inlet towards the interventricular septum, as pump function will be compromised in the presence of inlet obstruction. The IFU also instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae and address both as needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the reason for exchanging the pump was a blood clot.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient complained of weakness and shortness of breath. A color doppler ECG showed low flow at the inflow cannulae. The account suspected a inflow cannula obstruction. The patient received a hm ii to hm 3 pump exchange. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient developed right heart failure around (B)(6) 2019. A misposition of the inflow cannula was considered to be the cause of the right heart failure. It was thought that ventricular septum suction occurred. The patient was under outpatient follow up.